Event description:
It was reported that a stent damage occurred. The target lesion was located in the coronary artery. During the percutaneous transluminal coronary angiography procedure, a 3.50x20mm promus element stent delivery system was selected and attempted to cross the lesion but the device got deformed. The device was removed and the procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the returned device found the device was returned to the complaint investigation site with the stent detached from the stent delivery system (sds). It was found that the stent was severely stretched and damaged so that the stent measured 46 mm in length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. In addition, the inner was kinked at 7 mm proximal to the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the coronary artery. During the percutaneous transluminal coronary angiography procedure, a 3.50x20mm promus element ¿ stent delivery system was selected and attempted to cross the lesion but the device got deformed. The device was removed and the procedure was completed with another of the same device. No patient complications reported and patient's status was stable.